Manufacturer narrative:
Upon follow up, it was reported that the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was described as patient was doing self-procedure incorrectly and six steps of hand washing was not done. It was reported that the patient was not hospitalized for the event. The patient was treated with ceftriaxone injection (1g, route,duration and frequency were not reported) and vancomycin injection (1g, route, duration and frequency were not reported) for peritonitis. At the time of this report, patient outcome was unknown. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.